Event description:
It was reported that during a routine device replacement procedure the physician noted blood in the left ventricular (lv) lead capsule with suspected damage. It was noted that the capsule appeared to be torn however lead measurements were taken with the analyzer and no abnormalities were seen with impedance, sensing or pacing. It was also mentioned that prior to the procedure and when pressing on the area during testing no issues were observed. The physician decided to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  w1tr04 crt-p implanted: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.